Event description:
It was reported to philips that the system was shut down during mid of the procedure and could not turn back on. The procedure was completed by using another system. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the treatment procedure was being performed when the issue occurred and was completed by moving the patient to another room. Customer reported to the philips that the system had no power. Upon troubleshooting, the philips field service engineer (fse) found that the incoming three phase power was not coming properly. The cause of the power supply failure was conclusively determined by the supplier's part analysis that was due to no power in the unit. The fse replaced the power supply, then the system started working properly without any issues. However, the issue reoccurred on another day, where the fse found the issue with geometry power supply. To resolve the issue completely, the fse replaced the geo ipc in another work order, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.